Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter and/or other devices resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left tibial artery with calcification. For post dilatation, an armada 18 balloon was used successfully with the ht command 18 st guide wire (gw); however, during removal of the bdc and gw at completion of the procedure, the tip of the gw became separated in the guide catheter. The separated tip remained in the guide catheter and was able to be removed with the guide catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.